Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while removing the cataract nucleus, no water came out as balanced salt solution (bss) ran out during the surgery. The customer reported that posterior capsule tear occurred due to the operation of the equipment. Anterior vitrectomy was performed. The equipment was not able to notify if the bss ran out during surgery. There was no delay in treatment or other interventions performed. No further information was provided.